Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced prolonged hyperglycemia following a sensor issue and a site change, with the guardian confirming insulin delivery by observing insulin drops during cannula insertion and verifying delivery on the device. Earlier, the patient had treated a perceived low without a confirmatory fingerstick and subsequently noted inconsistent sensor readings after a sensor change, followed by meal consumption. Blood glucose later stabilized to 165 mg/dl. The reported symptoms included hypoglycemia managed with oral carbohydrate and subsequent hyperglycemia without ketoacidosis. The outcomes included no device alerts or alarms, no hospitalization, and resolution through education and ongoing monitoring. The investigation included troubleshooting and user education regarding proper site changes, confirmation of insulin delivery, and glucose confirmation practices. Review of the case revealed user-related overtreatment of hypoglycemia and reliance on inconsistent sensor readings as contributory factors, with no device malfunction observed. Based on previously established findings for similar reports, it was concluded that user technique and overcorrection caused the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.